Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was stopper creep out or loose closure. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: there was a "hemogard separation issue."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, twenty-four (24) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of closure separation. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was stopper creep out or loose closure. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: there was a "hemogard separation issue."